Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during preventive maintenance (pm), the navigation accept button was not working. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) advised the customer to check the cable connection to the switch printed circuit board assembly (pcba). If no problem was found, the rse advised the customer to replace the switch pcba to correct the reported issue. The rse also provided the customer with the part number of the switch pcba for repair. The customer informed that the cable had actually come loose in the graphical user interface (gui) assembly, so the customer reconnected the cable. After reassembling, the customer confirmed that the device was working as intended. The device passed the required performance verification tests per philips standard and was returned to service.